Manufacturer narrative:
The complaint investigation for a false positive architect sars-cov-2 igg ii quant result included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 25345fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 25345fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported a positive result of 1454.5 au/ml for one patient sample when testing was performed with architect sars-cov-2 igg ii quant, lot number 25345fn00. The sample returned negative results with a roche and snibe igg and igm assays. The sample was subsequently treated with heterophilic blocking tubes (hbt) returning a result of <21 au/ml (negative) with the architect assay. Per product labeling, heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference, and anomalous values may be observed. In this case, the sample was treated with heterophilic blocking tubes to eliminate the possible effect of heterophilic antibodies. A significant decrease was observed after the sample was tested using the architect assay with a negative result returned which aligns with roche and snibe negative results. It was noted that the patient had a resolved epstein barr virus (ebv) infection. The sars-cov-2 igg ii quant assay was evaluated for potential cross-reactivity from individuals with other medical conditions. A total of 251 specimens from 49 different categories including ebv were tested. All 251 specimens were negative by the sars cov-2 igg ii quant assay. Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Based on the investigation, architect sars-cov-2 igg ii quant reagent, lot number 25345fn00, is performing as intended, no systemic issue or deficiency of the reagent was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06s60-22, that has a similar product distributed in the us, list number 06s60-20.

Event description:
Hold for gn 4.26.the customer observed a false positive sars-cov-2 igg ii quant result for one patient on an architect i2000sr analyzer. The following data was provided (<50.0 au/ml is negative, >/=50.0 au/ml is positive): sample ID (B)(6), initial result, on (B)(6) 2021, was 1454.5 au/ml. The sample was tested with a roche assay it was negative, <0.4 u/ml. The sample was tested with snibe assays and they were also negative; igm was 0.063 au/ml and igg was 0.193 au/ml. The sample was then treated with heterophilic blocking tubes (hbt) and the result, on (B)(6) 2021, was <21 au/ml. It was noted that the patient had a previous (B)(6). There was no impact to patient management reported.